Manufacturer narrative:
Result: load cell.

Event description:
It was reported by svc report that there was a load cell error, scale not working. There was pt involvement, however, no adverse consequences are reported.